Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported system error 322 which was not reproduced. A review of the event history log identified a single event of system error 322. The reported condition was verified. The door switches were tested and found to function as intended. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.